Event description:
It was reported that caller experienced problems with pump touchscreen responsiveness and stated that pump screen turned off too quickly, with no information provided about impact to blood glucose level. There was no reported impact to the customer¿s blood glucose level. During follow-up, technical support contacted customer, determined that pump screen was cracked, and arranged for pump replacement, while noting that pump was not usable during the initial contact.